Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s case split open after the adhesive detached, and the user temporarily taped the housing together while the device continued to function; the user was advised that the device was no longer watertight and would require replacement. Symptoms included no reported adverse clinical effects and no changes in blood glucose control. Outcomes included continued pump use pending replacement and the option to transition to backup therapy. Investigation included troubleshooting and user education, confirmation of ongoing functionality, guidance to shut down the device if needed, and arrangements for replacement with instructions for data sync and return. Investigation of the returned device revealed a hardware enclosure separation consistent with screen bezel or housing separation, with no alarms and no impact to therapy delivery reported at the time. It was concluded, based on previously established findings for similar reports, that the cause was physical damage or adhesive/housing integrity failure of the pump enclosure.